Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo an ipg explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg explant procedure for an unknown reason.